Event description:
This lead was capped and replaced due to a fracture that occurred when the pt fell. There are no adverse events reported for this pt. Should add'l info become available this file will be updated.